Event description:
It was reported that a balloon rupture occurred. The target lesion was unspecified. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was used to dilate the lesion. The pressure of the first inflation was unknown. During the second inflation the balloon ruptured at 8 atmospheres. The procedure was completed with a different device. There were no patient complications reported and the patient condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a sterling balloon catheter with no original packaging or other devices. There was blood in the balloon and the inflation lumen. The balloon was longitudinally torn at the proximal edge of the distal markerband extending 23mm proximally. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).